Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a side port leakage issue was observed. Sheath valve shaft damaged, causing blood to leak. Sheath discarded due to hospital protocol and because it was contaminated. No harm caused to the patient. No patient consequence. Additional information was received. The section that this issue was observed was the side port (stopcock/three-way valve). The issue was leakage. The hemostatic valve did not dislodge inside the hub nor outside the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air entered the patient¿s body, however, no harm to the patient. Blood was observed of approximately 30 ml. The side port leakage issue was assessed as an MDR reportable malfunction. Since the patient was asymptomatic and the air was noticed as an observation, did not require medical or surgical intervention, there was no permanent impairment, no radiographic evidence of infarction, and no extended hospitalization was reported, the ¿air entered the patient¿s body¿ event was assessed as patient event non serious non MDR reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000394 and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6. Medical device problem code of ¿appropriate term/code not available¿ represents "patient event non serious". Manufacturer's reference number: (B)(4).